Event description:
Philips received a complaint from the customer about the v60 ventilator. The user found that the tidal volume of the ventilator is displayed as 0. It is unknown if the device was in patient use at the time of the reported event. There was no patient harm or injury reported. The investigation is ongoing.

Manufacturer narrative:
H10: a philips authorized service provider (asp) reported the issue experienced was the device displayed a low leak co2 rebreathing risk message. The issue was determined to be caused by a damaged flow sensor. The customer replaced flow sensors to resolve the reported issue. No other information was provided by the customer. H11: it was reported there was no patient involvement at the time the issue was discovered. The unit was outside of clinical use; there was no report of harm.